Event description:
Medtronic rec'd information that after implanting this annuloplasty band, the surgeon experienced difficulty removing the holder from the band. The surgeon had reportedly cut three retention sutures on the handle to remove the handle from the band, but experienced difficulty releasing the band. The dr reported that he had to pull up on the template quite hard to try and release the band. In the process, he did pull on the annulus and some tissue came away. He was able to repair the valve annulus and left the band implanted. The surgeon questioned if there was a manufacturing defect with the femplate. The holder was thrown away by the customer, so there is no way of it being returned for analysis.

Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Conclusion: other = exact cause of the event cannot be determined as the product was not returned for analysis. Conclusion: the product was discarded and will not be returned for analysis. Without product return, the investigation into the root cause of this event is limited to review of the device history record, which shows that the product was manufactured per specification when released for distribution. There are four cut points on this handle which need to be cut prior to releasing the handle from band. The customer reported cutting only three of the sutures, which may have contributed to the reported event. Unfortunately, without product return, we are unable to verify root cause for the reported event. The pt's annulus was surgically repaired following removal of the handle, and the product remains in service without reported adverse pt effects.